Manufacturer narrative:
Investigation summary: no product returned. Failure to advance: the cause of the deliver issue was determined to be patient condition as the patient had small and difficult anatomy and atherosclerotic vessel preventing successful delivery of impella. Device history review: device passed all post sterile inspection checks.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported that, due to patients anatomy and atherosclerotic vessel, the surgeon was unable to advance the device through the axillary artery and support was aborted. Left axillary artery visualized under ultrasound and deemed too small to proceed. Device was explanted and cut-down/closed without issue.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.